Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the monitor-cerelink was frozen and the touch screen was not working.

Manufacturer narrative:
The cerelink monitor was received for evaluation. DHR - not possible. The serial number corresponding to the product associated with this complaint was not provided. The complaint description reports display issues with the cerelink monitor, including icp reading issues and screen display issues. Trending, risk assessment, and failure analysis were performed as part of the complaint evaluation, and can confirm these failure modes for the cerelink monitor product line. All cerelink monitors have been returned to integra lifesciences or the supplier to further investigate the lcd screen failures and any inaccurate icp readings observed with the cerelink monitor units. Between (B)(6)2019 and (B)(6)2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6)2019 through (B)(6)2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on (B)(6)2020 to report these issues regarding MDR reports.